Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, disability, impairment, loss of enjoyment of life, inability to engage in chosen and necessary activities, and/or economic damages. No further information has been provided.